Event description:
Material#: 309657, batch number#: 4012781. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: "printing on the barrel of the syringe is askew, this misalignment does not allow for proper use." Product number - 309657. Lot number - 4012781. Additional information provided: what is the date of event? 4/17/2024. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. No harm to patient, rn noticed the error in printing on the syringe prior to use. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The syringe was discarded. See photo of the product and packaging attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two photos of a 3ml luer-lok syringe (p/n - 309657) batch 4012781 were received and evaluated. One image shows the top web side of the package with all applicable product information, and the next image shows one loose syringe with most of the scale markings missing with the part of the scale markings showing are grossly skewed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defect is associated with the marking process.

Event description:
No additional information.